Event description:
Consumer stated she purchased the anti-plaque pro sonic replacement brush heads - up & up brand on 9/14. She said she only used one once and the bristles are coming out of the brush. No contact information provided, product not returned.